Manufacturer narrative:
Eval: results: the returned device passed lead pull testing; however, the lead failed continuity testing due to an open channel (#5). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00795. The pt received an scs system including an ipg and two percutaneous leads from the same lot for low back and leg pain. It was reported that she had been without stimulation for at least (B)(6). She allegedly has not recharged her ipg since (B)(6) 2010 and as such cannot establish communication with the device via the programmer. When her therapy was functioning, the pt was said to have felt stimulation in her arms as well as occasional overstimulation. An x-ray revealed that one of the pt's leads migrated. Surgical intervention was undertaken to replace the pt's lead and ipg where it was discovered that the lead had become partially disconnected from the header. No further complications were reported.